Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4).(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive for unspecified microbes (1cfu/endoscope) and coagulase negative staphylococci (1cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: proteus mirabilis (6cfu), proteus mirabilis (4cfu) , pseudomonas aeruginosa (15cfu). Air/water channel: klebsiella pneumoniae (2cfu) , proteus mirabilis (4cfu) , pseudomonas aeruginosa (10cfu). Suction channel: proteus mirabilis (>250cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope s4, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.